Manufacturer narrative:
Final device investigation found that the clamp arm and blade did not properly align and a piece of the tissue pad appeared to have been cut away. No high pitched noise was heard during device evaluation, and the device passed all self and button tests.

Event description:
It was reported that during the procedure there was a high pitched sound, lots of smoke when using the blade and the device was not responding to the generator. When the device was returned, it was found that a piece of the tissue pad was missing and was not returned with the device. No info was given as to whether the piece fell into the pt and whether it was retrieved. Additional info was requested from the user facility, but no additional info was available.